Event description:
Cap changed on cvc (central venous catheter). Attempted to connect patient to new tpn (total parenteral nutrition) tubing; noticed cap was not connected to cvc. Cleaned cvc and replaced cap.